Event description:
The customer reported to olympus, during an unspecified procedure with the subject device, the ceramic tip broke inside of the patient's bladder. The physician is uncertain if all pieced were recovered. The customer reported the subject device was inspected prior to use however, the results of the inspection were not provided. The customer also stated they are unaware of any patient injury or harm. Multiple attempts have been made to retrieve additional information. The customer has not responded and there is no additional information.